Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that 6 patients experienced undesirable effects post pulmonary radiofrequency ablation (rfa) treatments. The rfa procedure was performed utilizing a rf3000 radiofrequency generator and a leveen rf probe. Post procedure, the patients were discharged home. One-two days post discharge, the patients returned to the hospital and were admitted into intensive care. The patients experienced inflammatory reactions with fever, pains and major pleural effusions. MDR ids in reference: 2134265-2016-01575, 2134265-2016-01576, 2134265-2016-01623, 2134265-2016-01616, 2134265-2016-01624, 2134265-2016-01617, 2134265-2016-01625, 2134265-2016-01618, 2134265-2016-01626, 2134265-2016-01619, 2134265-2016-01627, 2134265-2016-01620.

Manufacturer narrative:
Device evaluated by MFR: during incoming service inspection at one rubber foot was missing. The tamper proof seal was present but broken. The returned device passed power-on self-test. The rf 3000 generator failed the pad connector continuity test at the final test; however, this appears to be unrelated to the reported issue. The subsequent final tests performed indicate that the rf3000 still met the performance and safety requirements. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that 6 patients experienced undesirable effects post pulmonary radiofrequency ablation (rfa) treatments. The rfa procedure was performed utilizing a rf3000 radiofrequency generator and a leveen¿ rf probe. Post procedure, the patients were discharged home. One-two days post discharge, the patients returned to the hospital and were admitted into intensive care. The patients experienced inflammatory reactions with fever, pains and major pleural effusions. MDR ids in reference: 2134265-2016-01575, 2134265-2016-01576, 2134265-2016-01623, 2134265-2016-01616, 2134265-2016-01624, 2134265-2016-01617, 2134265-2016-01625, 2134265-2016-01618, 2134265-2016-01626, 2134265-2016-01619, 2134265-2016-01627, 2134265-2016-01620.